Manufacturer narrative:
(B)(6). During inspection and testing, service found the coating was peeled off due to deterioration. The reported event (leak) was confirmed. There was a leak due to a pinhole in the bending section cover. In addition, the insulation resistance value at the distal end was out of specification due to breakage of the bending section cover, the charge-coupled device lens was broken, the light guide lens was broken, angulation in the down direction was out of specification due to wear of the angle wire, and the connecting tube was dented and scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, the scope was leaking at the channel. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating at the connecting tube was peeled off. This report is being submitted for the malfunction found during evaluation (peeled coating). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The investigation did not establish a definitive root cause for the reported device issue. However, it was probable that the problem occurred due to excessive force applied on the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿·preparation and inspection- inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. ·important information - please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.